Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to a short-term infection post-implantation. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report. Additional information has been requested but has not been made available as of the date of this report.